Event description:
It was reported that the device was explanted after an implant duration of at least 254 months, due to severe mitral regurgitation and perivalvular leak. Information learned from implant patient registry and from surgeon's response.

Manufacturer narrative:
Device not returned.